Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, additional medical treatment and procedures. According to the physician's office, the patient returned for a post-operative medical appointment in (B)(6) of 2010. However, no additional patient information is available as a result of the follow up visit. All other information is unknown and unavailable.